Event description:
The doctor states the abutment screw fractured while placing the abutment.

Manufacturer narrative:
Investigation: complaint investigator¿s visual inspection of returned component gold-tite® square uniscrew (unisg) has confirmed the following: the abutment screw (unisg) has fractured. The hex of the device has been damaged. 3. Evidence of wear appeared on the external surface of the screw. No non-conformances were initiated for this lot. All units of this lot have been shipped. No additional complaints have been initiated for this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. The complete details of this event are unknown and a definitive root cause has not been determined